Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture was present when the plunger was removed¿ was confirmed as a cuff miss. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a closure using two proglide devices after a neurological interventional procedure using a 6f sheath. Femoral imaging was not performed. Reportedly, no suture was present when the plunger of the proglide device was removed. A second proglide was used; however, the same thing happened. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- improper or incorrect procedure or method clarifier failure to follow steps / instructions was added to capture no femoral imaging was performed. The additional proglide device referenced in b5 is filed under separate medwatch report number.